Event description:
It was reported "balloon did not deflate probably due to significant contractions of the bladder".

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. Add'l info received via email on 06/20/2014 stating "there was no clinical risk to the pt only prolonged procedure to change the device. The pt's condition (i.e. Bladder contraction) was, according to the end user, the cause of non-deflation of the balloon. Nevertheless the medical staff failed initially to deflate by cutting the funnel but then succeeded by inserting a fine guide within the inflation which enabled to pierce the balloon for successful catheter withdrawal". No sample was received from customer. Only the product lot# 407455r001, cat# ha14141002 was available to assist in record review. Review of assembly work order did not reveal any signs of non-deflation detected during the inspection. Review of the complaint trend from 2009 to ytd may 2014, there is no significant negative trend was observed. Review of the in-process functional test report for tip codex oxl dipped in may 2013 did not reveal any sign of such defect detected during the drainage test. The samples taken from this mfg lot met the spec when subjected for the functional test in accordance to (B)(4) test method. Review of the risk assessment file does cover potential cause and it's controlled. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for eval. Based on record review did not show any significant abnormalities. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. Reported to FDA on july 07, 2014.